Manufacturer narrative:
Carefusion complaint number (B)(4). The ac power assembly was received for evaluation. An evaluation of the device duplicated the reported issue and found the ac lemo connector pin 2 is burnt. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported that the unit would not boot up all the way and all of the leds were flashing. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement associated with the reported event.